Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not work. They attempted to remove the cord from the hemopro and replace, but when they pulled the cord out, the collar of the cord broke off inside the hemopro. A new cord and kit had to be opened to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood was observed. There was no damage observed to the silicon insulation and the heater wire. No non- conformities were observed to the jaws. The harvesting tool extension cord connector was evaluated. It was observed that a broken piece of the extension wire collor was still connected to the tool. An attempt to connect a reference hemopro 2 extension cord was made. The reference cord could not be connected. The handle of the harvesting tool was opened to provide better visualization of the harvesting tool extension cord connector and the broken collor. It was not possible to conduct any electrical evaluation as the broken connector piece could not be removed from the harvesting tool extension cable connector. Based on the return condition of the device, the reported complaint could not be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not work. They attempted to remove the cord from the hemopro and replace, but when they pulled the cord out, the collar of the cord broke off inside the hemopro. A new cord and kit had to be opened to complete the procedure. The hospital did not report any patient effects.